Event description:
Called customer in 2002. Customer stated that customer was getting inaccurate erratic readings and so called lfs. Customer had done a back-to-back test within 10 minutes with a difference of 35%. Customer stated that they were taken to the hospital due to a sinus problem and not due to the meter or their blood sugar. A patient reported experiencing inaccurate erratic results with a one touch basic original meter. The patient's blood glucose results were 98 mg/dl, 146 mg/dl. The tests were done within 10 minutes with a difference of 35%. Patient did not experience any adverse events. No further information has been reported.